Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available. The relationship between the device and the event is undetermined. A review of the complaint database revealed that no additional complaints have been reported for this lot. The october 2007 15-month jagtome sphincterotome product family complaint trend report. Inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A hydratome sphincterotome was used in an endoscopic retrograde cholangeopancreatography (ercp) procedure on a male patient (weight unknown) in 2007. According to the complainant, the physician "inserted the sphincterotome into the papilla of vater, [and] 'opened' the cutting wire by pulling the handle and [then] applied electricity to cut the sphincter. The cutting wire then broke. (The physician) removed the broken sphincterotome and completed the procedure with another (hydratome sphincterotome)." Reportedly, the pt was "fine" following the procedure.